Event description:
It was reported that the customer had a button error on her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.